Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in the highly calcified left anterior descending artery. A 330cm rotawire and peripheral rotalink plus were selected for use. Upon withdrawal, the burr could not be smoothly withdrawn from the rotawire. As a result, the devices were removed together. The burr needed to be separated from the advancer and was the pulled out from the rotawire. No kink was noted on the rotawire. The procedure was completed with another of the same device. No complications were reported, and the patient remained stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.